Event description:
The patient's midsection became entrapped between the right head siderail and bed frame (zone 4). The nursing staff was able to extract the patient by prying on the right head siderail. The patient's buttocks were bruised due to the entrapment.